Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd pegasus¿ safety closed IV catheter system the "nurse found leakage from a punctured point. The nurse then removed the device and found the catheter was broken. An ultrasound and x-ray were completed, no broken catheter was found. With a CT scan the broken part was found. The broken part was removed from the patient surgically".

Manufacturer narrative:
The batch record was reviewed, no related abnormalities were found. A photo was submitted for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The root cause could not be finalized without the submission of the affected catheter of physical review and assessment. Our quality engineers believe that the secondary attempt to puncture the patient is what lead to the damaged catheter, but this cannot be confirmed. Bd advises against using our devices in any way that is not in accordance with our instructions for use include with each of our products. Bd will continue to track and trend for this issue.

Event description:
It was reported that during use of a bd pegasus safety closed IV catheter system the "nurse found leakage from a punctured point. The nurse then removed the device and found the catheter was broken. An ultrosound and x-ray were completed, no broken catheter was found. With a CT scan the broken part was found. The broken part was removed from the patient surgically."